Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that almost two years later the patient presented with a type ia endoleak with a rupture at the renal arteries. It was reported that an endurant ii cuff was implanted and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.